Manufacturer narrative:
Sliding core fractured after 13.5 years of implantation. There were no deviations reported in the DHR for part no. 400-143, lot no. A/32118. All released parts were within specification.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.